Event description:
It was reported that during a CABG procedure, there was difficulty in grasping the handle after a few clippings. When the handle was grasped forcibly, the clip fell out. The handle was grasped again, and the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/27/2009. Eval summary: the analysis results for the mcm30 instrument found that it was returned empty and with the lockout mechanism non-functional. During eval the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.